Event description:
A medical professional reported that a male, with a central line on chest, was very sick, and immuno-compromised w/fragile skin (on chemo & tpn) had a large skin tear (size and shape) under chg pad. He had neosporin and 4 x 4's applied without tape or adhesive, he developed an infection and was moved to ICU and died approx. 7 - 10 days after dressing use.

Manufacturer narrative:
Samples have been requested. No samples have been returned to 3m for eval. Based on the info reported, 3m cannot draw any conclusions about the cause of this event. See scanned page.